Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure, the farawave pulsed field ablation catheter could not deploy into a basket configuration in the left atrium. The catheter was retracted into the sheath and removed from the body. When the catheter was removed from the sheath and inspected, the central rod dislocated from the distal tip of the catheter. Additionally, the patient experienced hemodynamic instability, contradicting the reported information that the patient was stable. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.